Event description:
It was reported that during set up of a surgical procedure at the user facility, the device had a missing nose cone. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.